Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited inappropriate mode switch due to noise oversensing. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate auto mode switch were not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures but internal shorts were noted for the distal portion due to procedural damage. Visual and x-ray inspections found no anomalies except for procedural damage.